Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (device #1). An additional emdr was submitted to represent the bard mesh (device #2). There is no claim being made against the xenmatrix ab. Addendum: this is an addendum to the initial emdr submitted (MDR number 1213643-2019-11711). This supplemental emdr is being submitted to report the allegation of patient death. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff". No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the bard mesh (bard flat mesh) (device #1). An additional supplemental emdr was submitted to represent the bard mesh (bard flat mesh) (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh on (B)(6) 2005, two bard meshes on (B)(6) 2006 and an unspecified xenmatrix ab. As reported, the patient is making a claim for an adverse patient outcome against two bard meshes. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (x3) and xenmatrix ab. Date of implant (B)(6) 2005 for one bard mesh and on (B)(6) 2006 for two bard mesh. The date of implant for xenmatrix ab is (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (x2). Attorney alleges wrongful death of the patient. Attorney alleges that on (B)(6) 2020, the patient passed away due to "defendants¿ negligence, defective product, defective design, failure to warn, and/or other wrongful act(s)". It is alleged that "the failed bard mesh devices that were implanted in the patient were a substantial cause in the death". As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff." It is also alleged that the plaintiff experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (device #1). An additional emdr was submitted to represent the bard mesh (device #2). There is no claim being made against the xenmatrix ab. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh on (B)(6) 2005, two bard meshes on (B)(6) 2006 and an unspecified xenmatrix ab. As reported, the patient is making a claim for an adverse patient outcome against two bard meshes. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and the device was defective.